Event description:
It was further reported that there was no patient involvement. The product problem was observed during preventative maintenance.

Manufacturer narrative:
H10: device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (failure to heat up) was not confirmed during functional testing. The level 1 was heating as intended. The investigator did note that the following however: the tank cover was cracked, and the line cord and front cover were cracked. The cracked tank cover was attributed to the user. User damage was established as the root cause of this observation.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) failed to heat up. No patient injury or complications were reported in relation to this event.